Event description:
On 7/7/94 distributor learned from the center that the ventilator-dependent pt some time after the pt arrived at the center. According to the center the pt was "bagged" and placed on another ventilator. They also stated that there was no injury to the pt.